Manufacturer narrative:
Failure analysis noted that the pump functioned properly during the motor rewind and during the displacement test; however, the motor was very loud during rewind due to faulty motor. The pump had cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's nurse reported a rewind anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 139mg/dl. The customer's nurse stated that they were having issues priming. They were unable to rewind. The nurse stated that the pump was not on suspend and there was no bolus running. Troubleshooting was not able to resolve the issue. The nurse was advised that the insulin pump will need to be replaced. The device was returned for analysis.